Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) value on the home screen did not match the bg displayed on the bolus menu. Reportedly, the issue resolved and the bg on the bolus screen matched the bg on their home screen and customer continued to use current pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.